Event description:
It was reported during routine follow-up that the atrial lead had dislodged. The lead was repositioned. Prior to discharge, the lead was found to have dislodged again. It was explanted and replaced that day. The physician noted that the patient had difficult physiology which contributed to the lead dislodgement. No patient symptoms were reported.